Manufacturer narrative:
No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a 'no disposable pump will not run' alarm. Pump settings (resolution volume 5.0 ml, cont rate 0.5 ml/hr, volume given 43.0 ml) and pump powered off. There were no adverse patient health effects.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.